Event description:
It was reported that the patient presented via remote transmission. Upon review, the left ventricle lead exhibited failure to capture. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.